Event description:
It was reported that the pt's vns indicated high impedance during a post-op visit with the surgeon. No trauma or manipulation has been reported. X-rays have been taken and will be forwarded to the MFR for review; however, they have not been received to date. Surgery to replace the pt's vns lead and generator is likely. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.